Event description:
Note: this report pertains to the first of two devices that failed during the procedure. Refer to mfg. Report 3005099803-2008-6064. In 2008, it was reported to boston scientific corporation that a resolution clip device was used during a esophagogastroduodenoscopy (egd) procedure (patient age and weight unknown). The first two clips would not exit the catheter for deployment. The physician completed the procedure with a third resolution clip device. There were no patient complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; consequently, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.